Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that forceps hicura monopolar had a damaged tip. The issue occurred during unknown therapeutic procedure. There were no reports of patient harm.

Event description:
Correction to b5 for information inadvertently left out of initial report: the issue occurred during sedation while devise inside the patient. The intended procedure was completed with an olympus back-up device with no delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, h2, h3, h4, h6 and h11. Corrected field: b5 the device was returned to olympus for inspection, and the reported failure was confirmed. Visual inspection confirmed that the tip was broken. Based on the results of the investigation, the reported issue is caused by a component failure of the jaws. It is likely that the tip was subjected to a load greater than its tolerance. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections on product description. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.